Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 8 months post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a valve of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that an unknown duration post valve implant the patient had a severe accident with injury to her chest. The patient continued to "feel poor" after recovering from the accident, and severe aortic insufficiency was identified. Upon explanting the valve, it was noted that the left coronary and non-coronary cusps were separated from the root, resulting in the insufficiency. The surgeon was not sure if the patient's traumatic chest injury was the cause of the cuspal separations. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.